Event description:
During a remote follow-up, noise that resulted in oversensing and inappropriate automatic mode switch was noted on the right atrial (ra) lead. Insulation damage was suspected but was not confirmed. No intervention was performed and the patient was stable and will continue to be monitored.